Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with minor scratches on the display window.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump during programming. The customer's blood glucose level was 417 mg/dl, which was treated with the insulin pump. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence, however the pump was in a rewind loop. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.